Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10cm.

Event description:
User facility reported a novasure endometrial ablation was completed (2008) on a patient who's uterine length sounded to 11cm. Upon post hysteroscopy, the physician noted the fundus "did not really ablate at all but the top of the cervical canal was ablated." Four months later (2009) the patient presented with cramping and the physician noted a retention of blood in the uterine cavity (hematometra). The physician was able to drain the hematometra in her office. However, the patient returned one month later with the same issue. During follow-up the following month, the physician reported the first hematometra was diagnosed on ultrasound and she was able to drain 200cc of blood during this office visit. During the patient's second visit, one month later, the physician could not dilate the patient's cervix to remove the fluid. No treatment was given and the patient returned home. During follow-up fifteen days later, the physician reported the patient has been seen on follow-up and no treatment has been needed. She reported the patient is doing fine.